Manufacturer narrative:
The build lhr was examined including the final inspection records and the in-process measurements. There was one ncmr associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. The purpose of (B)(4) was to document the replacement of damaged boxes from product returned from the field per (B)(4) repackaging of devices. A total of (B)(4) devices were originally documented in the ncmr. (B)(4) devices were to be repackaged per (B)(4) and (B)(4) devices were to be scrapped as indicated in the preliminary disposition. Based on the inspection of the retrieved m6-c, in conjunction with the information provided, in vivo damage to the core and fiber construct had occurred; however, mechanical failure had not occurred. There was no evidence of collapse and the core appeared to have been retained at the time of removal. This device was likely removed due to the reported infection. However, due to the extent of the extraction damage and lack of radiographs, it is unclear if in vivo damage to the fiber construct also contributed to the reported osteolysis. Rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that dr explanted an m6 and converted it to a fusion. Patient was admitted for infection of the device. It was reported that the device core was frayed. Osteolysis was noted on the form.

Event description:
It was reported that dr explanted an m6 and converted it to a fusion. Patient was admitted for infection of the device. It was reported that the device core was frayed. Osteolysis was noted on the form.

Manufacturer narrative:
Additional information has been requested including the return of the device for investigation.